Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The customer was experiencing unexplained on and off high glucose for several months. Troubleshooting was performed. Reviewed the programming, and found the time and date were not correct. The customer stated that she did not change the infusion set to resolve the issue. Ran a fixed prime test and passed. The customer was having problems with the infusion set sticking and bent cannulas. The customer's recent glucose reading was 300 mg/dl, and she has treated with manual daily injections. The customer denied to perform the high pressure test, and stated that she feels the insulin pump was functioning properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.